Manufacturer narrative:
The complaint cannot be confirmed. The pump worked as designed all values are in tolerance. No defect determined, because the pump passed all testing. Therefore, we are unable to determine the cause for the complaint. Engineering determines the pump is working correctly in alarming of n232, n251, n101 and n102 alarms and in delivering within the design tolerance. The user failed to address the n232 alarm and resumed the infusion. The probable cause of the user concluding the pump over delivered was due to interpreting the n232 alarm for a n161 ¿vtbi complete¿ alarm.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, investigation is not yet complete.

Event description:
The event occurred on an unspecified date and involved a plum 360¿ infuser compatible with ICU medical mednet¿ software. The customer reported that the patient was commenced on an inflizamab infusion (550mls) that was set/programmed to be infused over 2 hours (275mls per hour). The customer then went home, leaving instruction to the other staff nurse that the infusion would be completed in 2 hours, however the nurse was alerted by the machine beeping and stating that the infusion was completed after 1hour and 15mins. The machine had not beeped with any malfunctions prior. The issue was that the medication was completed too quickly. There was no noted difficulty or error that occurring while setting up the machine, and no physical force impact occurring to the pump either. The patient did not come to any harm. The patient, who a young coherent woman, remembered the machine saying 275mls/hour, which would have been the correct settings, hence the customer worries that the machine was at fault. There was patient involvement but no patient harm noted.